Manufacturer narrative:
Physio-control further evaluated the removed power module pcb assembly and observed capacitor, designator c58 was electrically shorted.

Event description:
During an upgrade of a customer's device, physio-control observed that the device was unable to power on with a new power module assembly. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During an upgrade of a customer's device, physio-control observed that the device was unable to power on with a new power module assembly. There was no patient use reported with the event.